Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, the patient was implanted with a 23mm trifecta¿ gt valve. During a follow-up on (B)(6) 2020, severe aortic regurgitation was confirmed on the patient due to valve dysfunction and a re-do avr was planned. The trifecta¿ gt valve was explanted from the patient on (B)(6) 2020 and replaced with a 21mm magna ease(model#: 3300tfx-21, manufactured by edwards lifesciences). Circumferential pannus formation was observed on the inflow side of the explanted valve. There was one part of the leaflet detached from the stent post and dented and there seemed to be some difficulty in the opening/closing of the leaflets.

Manufacturer narrative:
Explant was reported due to regurgitation. The investigation confirmed the circumferential pannus and tear noted at explant. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve which narrowed the inflow diameter and extended onto the bases of all three leaflets. Leaflets 2 and 3 were torn. There were folds/retractions in leaflets 2 and 3 which would have caused incomplete coaptation. All three leaflets were fibrotically thickened. No acute inflammation, significant calcifications, or stent post deformations were present. The stent ring was deformed between stent posts 1 and 3; it could not be definitively determined if this damage existed prior to explant. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation demonstrated loss of collagen at one tear site which could have contributed to the formation of the tear. In addition, the pannus noted on the inflow of all three leaflets likely induced increased stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which could have led to the leaflet tears and reduced durability.